Event description:
It was reported that patient never had therapeutic effect. The patient had "severe pain for the past 2 or 3 weeks down where the gadget was in patient¿s butt, and the device never functioned well for patient. The patient ¿thought they inserted it too late because his muscles not being there in her bottom¿. The patient stated he exercises a lot and had very little muscle back there. The patient had been paralyzed on the right side since 1999 prior to device implant. The patient called back four days later that and reiterated that "the device had not been working and was having a lot of pain in the area. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported patient was experiencing severe pain at the implant site and was not sure if the pain was because of his arthritis or his device but he was pretty sure the device was causing the pain to some extent. It was very painful when he rolls in bed. The patient's neurologist though the device was working but the patient was not sure about that. The patient stated he does not use device anymore. The patient reported never felt stimulation since he got the device. The patient was going to call their health care provider again and schedule an appointment. The patient was thinking may be the device needs to be taken out.